Manufacturer narrative:
Qn # (B)(4). The customer provided one image for analysis. The image shows the returned components within their kit. The guidewire in the tubing appears to be kinked. The customer returned one guidewire, arrow advancer, arrow raulerson syringe (ars), and an 18ga introducer needle for analysis. Signs of use were observed on and within the returned components. Visual inspection of the guidewire revealed kinking and slight bending. The distal j-bend was slightly misshapen. Microscopic examination confirmed the damage. Both welds were present and appeared to be full and spherical. Visual inspection of the ars revealed no obvious defects or anomalies. Kinks on the guidewire measured 338 mm, 371 mm, 481 mm, and 498 mm from the proximal weld. The guidewire total length measured 600 mm, which is within the specification limits of 596 mm - 604mm per guidewire product drawing. The guidewire outer diameter measured 0.79 mm, which is within the specification limits of 0.788 mm - 0.826 mm per guidewire product drawing. Functional inspection of the guidewire was performed per the product instructions for use (IFU) which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire was inserted through the returned ars and 18ga introducer needle and major resistance was noted at the locations of the kinks. However, the guidewire advanced with little to no resistance at the undamaged portions. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no potential findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guidewire was confirmed through complaint investigation of the returned sample. Visual inspection revealed kinking throughout the guidewire body. Despite this, the guidewire and ars met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that, "during insertion, the doctor found the swg can' throught he ars smoothly during used on the patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required".